Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer fell and the touch screen became shattered. Reportedly, the touch screen does not turn on making the touch screen non-functional for the delivery of bolus insulin. Customer's blood glucose was 240 mg/dl. Reportedly, customer will continue to use pump for basal insulin therapy.